Event description:
The facility representative reported an ipump with a condition of "non-delivery." This condition occurred after set up, but no infusion occurred in the "labor and delivery" department. According to the hospital representative, patient complained of pain, but there was no report of patient injury or medical intervention. Patient involvement was reported. Therapy was delayed for an unknown amount of time. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump that would not deliver medicine confirmed and reproduced during product evaluation. The assignable cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.